Event description:
The technician alleged the brake casters rotate when pushed from the side while in brake mode. No pt impact.

Manufacturer narrative:
The technician adjusted the brake casters to resolve the issue.